Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak from a filter on an IV tubing during an unspecified infusion. Although requested additional event information has not been provided. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the filter was confirmed. Visual inspection showed no obvious damages or any issues. Functional testing resulted in a leak at the engagement between the distal end of the filter and the tubing. Further analysis identified the issue to be insufficient solvent being applied at the tubing engagement. The root cause of a leak at the filter was identified as a manufacturing issue due to insufficient solvent being applied at the engagement of the tubing.